Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("mine happened between the 4th and 5th week (post op)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and procedural pain ("I was told it (pain) was my nerves repairing themselves / mine happened between the 4th and 5th week (post op)"). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the procedural pain had resolved. The reporter considered medical device removal and procedural pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("mine happened between the 4th and 5th week (post op)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and procedural pain ("I was told it (pain) was my nerves repairing themselves / mine happened between the 4th and 5th week (post op)"). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the procedural pain had resolved. The reporter considered medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.